Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint "broken joint knob". Failure analysis found the primary failure of broken input disks to be related to the customer reported complaint. The instrument was found to have multiple input disks broken. Input disk #6 and #7 were found completely detached from the base of the housing. The broken input disks were not returned with the instrument. Visual inspection of the cables did not exhibit any damage. The root cause of broken instrument input disks is typically attribute to the user, most commonly caused by improper cleaning/reprocessing techniques. Additional observation not reported by site: the instrument was found to have the main tube broken. The main tube was broken approximately 5.091¿ from the distal clevis. The root cause of broken instrument main tube is typically attributed to mishandling/misuse. No images or video were submitted for review. A review of the instrument log for the large needle driver instrument (part#471006-12/k11220117 0130) associated with this event has been performed. Per logs, the large needle driver instrument was last used on (B)(6) 2022 on system (B)(4). The instrument had 9 remaining usable lives with no subsequent use recorded. This complaint is being reported because failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with other urinary diversion surgical procedure, the large needle driver instrument was found to have a broken joint knob. No fragments fell inside the patient. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed no fragments fell inside the patient nor did the patient return to the hospital due to any post-surgical complications. No further information was provided.